Manufacturer narrative:
Technician found during pm that the unit failed ground resistance due to defective power cord. Replaced the power cord to resolve this issue.

Event description:
Information receive that the unit failed ground resistance. No injury reported.